Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the defibrillation conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, all insulators were breached cut, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the lead had dislodged. Also noted was undersensing, high thresholds and no capture. The lead was explanted and replaced. No patient complications were reported as a result of this event.